Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including parts of the outer and inner or the balloon, stent & tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found the inner lumen and the outer extrusion broken at 184mm distal from the port entry site. There were no signs of stretching of the extrusion and the break has the appearance of dissection. This may have occurred as a result of a heavily calcified and tortuous anatomy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08aug2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 18x3.5mm target lesion containing a lesion bend of between >45 and <90 degrees was located in the tortuous and heavily calcified left anterior descending artery (lad). After predilation was performed with a 1.2mm non-bsc balloon catheter, a 3.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 3.5mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion broken.